Event description:
Same case as manufacturer's #: 6000093-2004-01143, 6000093-2004-0145 and 6000093-2004-01146. It was reported that approximately 72 hours after a coronary drug eluting stenting treatment procedure, the pt expired. The physician deployed a taxus express2 8.8% 2.75 x 24 mm drug eluting stent @ 12 atms for 55 seconds in a previously placed stent in the mid/distal rca. The lesion was not predilated. The stent was postdilated with the quantum maverick 2.75 x 12 mm balloon at unknown atms for 50 seconds. The ladd and the proximal lad were wired. A maverick 2.0 x 15 mm balloon was then advanced to the ostial ladd lesion and inflated to unknown atms for 38 seconds, followed by an inflation with a maverick 2.5 x 15 mm balloon @ 6 atms for 40 seconds. A taxus express2 8.8% 2.5 x 16 mm drug eluting stent was then deployed at 9 atms for 60 seconds in the ostial ladd. A taxus express2 8.8% 2.75 x 28 mm drug eluting stent was then deployed in the proximal lad at 10 atms for 46 seconds. Several postdilations were performed with the stent delivery balloon to 20 atms for 77 seconds (rbp=18 atms); nc monorail 2.75 x 9 mm to 22 atms for 70 seconds (rbp=18 atms) and an nc monorail 3.0 x 9 mm at 18 atms for 80 seconds. The pt was given plavix and angiomax during the procedure. No procedural complications were reported. The pt returned as planned the following day, for intervention on a lesion in the mid-circumflex. A taxus express2 8.8% 2.75 x 32 mm drug eluting stent was deployed following predilation with a maverick 2.5 x 20 mm balloon at 8 atms for 36 seconds. Angiomax was administered during this procedure. No procedural complications were reported. Three days later, the pt returned to the cath lab from the ER; cardiopulmonary resuscitation was in progress. The pt was unresponsive and the rhythm was noted to be asystole when CPR was temporarily stopped. Pt was receiving a dopamine with neo-synephrine infusion wide open. A temporary pacemaker lead was inserted, as well as an intra-aortic balloon. Heparin and integrilin were administered, as well as, atropine, epinephrine, sodium bicarbonate and calcium chloride. The circumflex, lad and rca were found to be thrombosed and were angioplastied with several inflations with a maverick 2.5 x 15 mm balloon. The patient's augmented blood pressure was 69 mmhg at the end of the procedure. The pt was on a ventilator, although it is not clear when that occurred. Pt was transferred to ccu where pt later expired.